Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the customer noticed tubing leak by the pre-bypass filter. The product was not changed out, there was no blood loss, and surgery was completed successfully. There was no delay in surgical procedure.

Manufacturer narrative:
Terumo did receive the actual device; however, further investigation is necessary. Terumo plans on submitting a f/u report when more info becomes available. (B)(4).